Event description:
Additional information was received from a health care professional (hcp) reporting that the patient had some sort of revision on (B)(6) 2015 but they did not have any further details regarding the revision.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, a family member of the patient, and that patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2015. It was reported that this will be the third time (need for third surgery captured in regulatory report # 3004209178-2016-19256) that the patient has had the device replaced (manufacturer¿s records indicate no previous surgeries). It was also noted that the patient was going to have a replacement surgery (again). The patient¿s family member stated that the patient ¿rolled down a hill¿ about a week or so after the initial implant. The leads "moved" when the patient rolled down the hill and he lost coverage. X-rays confirmed lead migration, and the leads were not replaced, but were repositioned on (B)(6) 2015. The lead revision was performed to move them back into original position. No leads or devices were replaced at that time since the original implant on (B)(6) 2015. The patient was getting good coverage. Information omitted as it pertains to regulatory report # 3004209178-2016-19256.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.